Manufacturer narrative:
The returned pacemaker was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This report is being submitted to correct the implant date(d6a) in section d, suspect medical device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the implant date(d6a) in section d, suspect medical device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported.